Manufacturer narrative:
This report is submitted on 23 october, 2019.

Event description:
Per the clinic the patient experienced dislodged magnet during an MRI (tesla unknown); however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.

Manufacturer narrative:
This report is submitted on 09 december 2019.

Event description:
It was reported that the patient underwent revision surgery on 25 october 2019 to replace the internal magnet.